Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed, caused by a faulty cable. In addition, a cut in the device cable caused a failed leak test. Based on the results of the investigation, the reported failure was the result of the damage to the camera cable resulting in fluid ingress and image failure. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.

Event description:
A customer reported that when preparing the 4k autoclavable camera head for use in an unspecified procedure, the image was dark and the cable was damaged. There were no reports of patient harm.